Manufacturer narrative:
Other, other text: additional information: h6, h10. Additional information received by smiths medical on (B)(6)2020 that there was no patient involvement. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The customer?s reported "error code 1144" was not duplicated. According to the investigation, the entry in the log was dated (B)(6)2019 and the pump was in use until (B)(6)2020 with no additional instances of any error code. The investigation reported that the reported problem was caused by transient error that created a system fault. According to the investigation, the pump will undergo and standard periodic maintenance.

Event description:
Information was received indicating that a smiths medical pump presented with error lec1144. There was no reported adverse events.